Manufacturer narrative:
The reported events of noise and inappropriate shock were confirmed. Provided data was reviewed. The noise appears to be emi from an external source, which resulted in an inappropriate shock. The device operated per specifications.

Event description:
It was reported that the patient presented in clinic following receiving inappropriate therapy due to noise resulting in oversensing. The suspected cause of the event was electromagnetic interference. The patient was put into intensive care. The device was reprogrammed to disable therapy until further intervention was discussed. The patient was stable and will continue to be monitored.